Manufacturer narrative:
Product complaint # (B)(4). The complaint device was received at the service center and inspected. Per service manual operational and diagnostic analysis confirmed that the device would not lock. To correct this the headpiece was replaced. Replaced seals and handle screws as per the service manual. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed repair as identified in the investigation to address the reported issue or the additional issue. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review into the depuy mitek complaints system revealed no other complaints for this devices serial number that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted since the device has been repaired, and no complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that his two tornado micro hand piece with buttons were not holding the shavers during a rotator cuff repair. The case was completed using back up devices. There were no patient consequences or delays. The devices are being returned.